Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00600.it was reported that the patient manipulated his pacemaker in the pocket, resulting in the right ventricular lead and right atrial lead wrapped around the can and dislodged. A chest x-ray visualized the lead dislodgements. Both leads were removed and replaced on (B)(6) 2020. The patient was stable.